Event description:
A customer reported that the c10-3v transducer had a large opening in lens with metal exposed. The probe is used with the epiq 7 ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue and replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The damaged transducer was replaced to resolve the customer¿s immediate concerns. The returned transducer was investigated by engineering to determine the cause of the reported problem. The investigation determined the damage to the lens face is a result of accidental user damage. No similar issues have been reported from the customer since the transducer was replaced.